Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain 5) alarm was identified in the log. The alarm occurred on (B)(6) 2013 07:31:44. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs, but the cause could not be determined. If additional relevant information becomes available, a follow up will be submitted.